Event description:
It was reported that this pacemaker exhibited high out of range impedance measurements. Boston scientific technical services (ts) confirmed that this system recorded one signal artifact monitoring (sam) episode. It was also identified that there were false atrial tachy response (atr) due to noise from lead safety switch (lss). Ts suggested further testing. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited high out of range impedance measurements. Boston scientific technical services (ts) confirmed that this system recorded one signal artifact monitoring (sam) episode. It was also identified that there were false atrial tachy response (atr) due to noise from lead safety switch (lss). Ts suggested further testing. This device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited high out of range impedance measurements. Boston scientific technical services (ts) confirmed that this system recorded one signal artifact monitoring (sam) episode. It was also identified that there were false atrial tachy response (atr) due to noise from lead safety switch (lss). Ts suggested further testing. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.